Manufacturer narrative:
The insulin pump had missing segments due to cracked zebra connector on lcd board. The insulin pump had a small crack on the battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had display anomaly. The customer reported that they could not see the functions in the insulin pump. The customer's blood glucose was 6.2 mmol/l at the time of incident. The customer stated that they were unable to run self test. The customer stated that the insulin pump was not dropped. The insulin pump will be replaced and will be returned for analysis.